Event description:
A malfunction was reported on a customer's pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump, assisted the caller in successfully resetting it, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged.